Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, the patient went to follow up on (B)(6) 2023, in which the hospital technician verified that there are several ms episodes ((B)(6) 2023 - 01:52, for example) and burst v episodes ((B)(6) 2023 - 00:11, for example) identified with duration, but either the tachogram or the egm and zoom are not available, being only blank screens. It was reported by the technician that the programmer was given time to download the files.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. The review of provided data confirmed that on july 7 and july 5 telemetry/communication errors occurred, the reading time for aida and associated data was longer and data were not all read before the session ended. On july 7, no data are available in aida. A sensitivity test interrupted aia reading and then communication error occurred. A pop-up message advised that "aida reading failed". Data were reset at the end of the session after the user accepted to leave the session and reset the data. On july 5, some data were available in aida: summary data on the summary screen, statistics and 2 marker chains and egm. 10 marker chains and egm were not read. For both sessions, the session should have been left without the reset of the data, then the device should have been interrogated again, giving time to aida and associated data to be read until the end without starting any test. Data are lost: on july 7, the session ended with data reset. No general malfunction is suspected on the device. This case is retained and utilized for trend purposes.

Event description:
Reportedly, the patient went to follow up on (B)(6) 2023, in which the hospital technician verified that there are several ms episodes (02.07.2023 - 01:52, for example) and burst v episodes (29.06.2023 - 00:11, for example) identified with duration, but either the tachogram or the egm and zoom are not available, being only blank screens. It was reported by the technician that the programmer was given time to download the files.